Event description:
Tunneled hemodialysis catheter was noted as having some problems with flow during dialysis sessions, so the renal team asked that it to be removed. The catheter was removed successfully at the bedside. However, a foreign body of the chest wall was noted after the removal. Pt was transferred to the sedation area where a single piece of opaque white plastic tubing consistent with hemodialysis catheter was removed.